Event description:
A home pt contacted baxter's technical service center regarding the reception of a reload set 203 alarm. The alarm was noted during the prime cycle, prior to the home pt's automated peritoneal dialysis thereapy on their homechoice machine. While troubleshooting the alarm, the home pt stated that pt "sees moisture on cassette". Baxter's technical service center adversed the home pt to setup with new supplies to complete therapy. No pt injury was indicated at the time of the initial report.